Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Event description:
During an initial hip arthroplasty, the inserter would not disengage from the implant causing a forty minute delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Visual and physical inspection of the inserter and proximal body shows the two are stuck together, confirming the complaint. The top of the inserter is supposed to spin and control the threads that hold the proximal body onto the inserter; however, the strike knob was stuck. Another problem was the button that releases the strike knob of the inserter was sticking and not releasing as intended. The most likely cause of failure for this device is improper assembly; however, a conclusive root cause of the event could not be determined.